Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was fractured approximately 96.0 cm from the proximal end. A kink was observed on the pusher assembly near the fracture approximately 98.0 cm from the proximal end. The pull wire was retracted from the pusher assembly distal detachment tip (ddt). The embolization coil was detached from the pusher assembly and undamaged. Conclusions: evaluation of the returned pod revealed that the pusher assembly was fractured and a kink near the fracture, the pull wire was retracted from the ddt and the embolization coil was detached form the pusher assembly. This damage was not mentioned in the complaint; therefore, the damage was incidental to the complaint. The returned embolization coil was undamaged; therefore, the reported pod coil unraveled during the procedure could not be confirmed. Evaluation of the returned lantern confirmed a distal fracture. If the lantern is forcefully mishandled during use, damage such as a distal fracture may occur. Based on the reported complaint, this damage occurred on the back table after the procedure was successfully completed. Therefore, this damage was incidental to the complaint. Penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2020-02206.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2020-02206.

Event description:
The patient was undergoing a coil embolization procedure in the subclavian artery using pod coils, pod packing coils (pod pcs), and a lantern delivery microcatheter (lantern). It was noted that the patient's anatomy was tortuous, calcified, and narrowed. During the procedure, the physician advanced a pod coil into the target vessel but it became unraveled while moving in and out of the target location. Therefore, the pod coil was removed. Next, the same issue happened with a pod pc. Therefore, the pod pc was removed. The procedure was completed using another pod pc and the same lantern. After successful completion of the procedure, the physician inadvertently broke the distal tip of the lantern while manipulating it on the back table. There was no adverse effect to the patient.